Event description:
The customer (biomedical engineer) reported to physio-control that their device would not detect a connected therapy cable assembly. This was found during testing and did not involve a patient.

Manufacturer narrative:
(B)(4). The customer (biomedical engineer) evaluated the device and verified the reported failure. The customer observed that there was a loose connection to the therapy pcb assembly. The customer was unable to provide what connection was actually loose. After reconnecting this connection, proper device operation was observed through functional and performance testing and the device was returned to the end user for use.